Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer found a leaky cell rinse tube and replaced the tube. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable urine creatinine results from the cobas 6000 c501 module. The initial result was 8.6660 mmol/l and the repeat result was 12.1660 mmol/l.